Event description:
It was reported that the pump exhibited a primary audible alarm, occurred during infusion no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 22-jan-2026. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed acu watchdog failure and primary audible alarm bgnd test. Functional testing confirmed the reported issue. The primary audible alarm was present on power up. The cause was determined to be incorrect repairs performed by the customer. The device was returned unrepaired.